Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator alert did not sound when there was abdominal cavity pressurization during a therapeutic total laparoscopic hysterectomy (tlh). The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.